Manufacturer narrative:
The device history record (DHR) and quality records were reviewed. These documents demonstrate that procedures were correctly followed. We will continue to closely monitor the field performance of this product to identify emerging trends. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event. The event occurred in (B)(6). The consumer stated that a tampon came apart upon removal and tampon pieces remained inside of her. She indicated that the event occurred with two tampons. She stated she was able to remove the remaining pieces and plans to seek medical assistance. There have been two attempts ((B)(6) 2018 and (B)(6) 2018) to contact the consumer for more information, but we have not been successful. No further information is available at this time.